Event description:
Additional information was received on 10/02/2015 after the first report submission. The patient experienced an increase in seizure duration and frequency and was hospitalized from (B)(6) 2015 to (B)(6) 2015 for status epilepticus. The seizure frequency was still below the patient's pre-vns baseline seizure frequency. The physician attributed the increased seizures and status epilepticus to battery depletion. There was no indication of a device malfunction, and the battery status was at eri, according to the physician. Due to the explanting facility's policy, the generator was not available for return. Therefore, no analysis could be performed.

Event description:
According to the implant card from the replacement surgery, the generator was prophylactically replaced.

Manufacturer narrative:
.

Event description:
It was reported that the patient was hospitalized for an increase in seizures on an unknown date, and the patient's battery was at near end of service. A battery life calculation resulted in 0.4 years battery life remaining, based on the programming history available. The patient had generator replacement surgery on (B)(6) 2015. Attempts for further information were unsuccessful to date, and the explanted generator has not been received to date.